Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Patient reported "device exchange due to patient product concern". Later healthcare professional confirmed "exchange of textured device due to patient's concern with product". Later healthcare professional reported "implant has "fallen." This record is for the left side. Device remains implanted. Device will be returned.